Event description:
During a follow-up in clinic, episodes of noise were observed due to suspected, but unconfirmed, insulation damage of the right atrial (ra) lead. Technical support was contacted and the ra lead is anticipated to be revised when the device is at end of life. The patient was stable.

Event description:
Diagnostic imaging was performed, however, were inconclusive.

Manufacturer narrative:
Corrections: b5, h6.